Manufacturer narrative:
It was later confirmed by the customer, a biomedical engineer, that their device was repaired and placed back into service for use; however, the customer was unable to confirm what was done to resolve the reported issue. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that when testing their device's defibrillator output that they are receiving an "abnormal energy delivery" message and no energy output on his test equipment, indicating that the device is unable to deliver a shock. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.